Event description:
Pt was tested on the suspect device with an inr result of 8.0. Sent to the lab and inr value was 2.4 or 2.5. The reporter stated controls were always in range. No treatment provided. Caller refused to have the device replaced. She wanted to keep it and run controls.